Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e216 scope communication error message. The issue occurred during inspection for use. There were no reports of patient involvement.